Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination of the returned product identified that the bearing and tray disassociated. The bearing exhibits heavy gouges and wear, which possibly happened after the disassociation and dislocation. There are no medical records however it was reported this was due to patient fall. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient trauma. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical product: catalog #: 110031422, cr prolong 40mm brng +3, lot #: 64465263. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00694.

Event description:
It has been reported patient underwent initial shoulder arthroplasty approximately. Subsequently patient was revised about three (3) ) weeks post primary implantation due to dislocation as the poly dissociated from the humeral tray due to fall. No additional information is available at this time.